Event description:
Dr. (B)(6) for treatment follow up (B)(6) - all through 1-day surgeries while being under a knife - "aneshia" bladder injury implants and bladder sling implants. Another she did that was wrong and only found out (B)(6) 2015 - through other urologist while being examined he noticed my bladder was destroyed. Damage with multiple scarring tissues with redness and swelling from multiple surgeries that was all performed and done, as of today I'm suffering with pain, anger because I was not aware and filled in about these scars and damage before then. Mix - stress incontinence - ongoing uti life time ongoing surgeries at further distance - feeling emotional depressed - distress no sexual involvement with husband since 2014 after last surgery she performed, frustrating just knowing you think by trusting a care provider caring and respect by trusting in them included the surgeon and having your whole faith in them especially while being under a knife and breaking that trust is kind of hard to trust another care provider again. She only and only broke my trust - confidence - from 2014 to present feeling hopeless - helpless - scared not being able to trust another care provider again. Knowing she's still on board practicing under someone else's care that I wouldn't not want her to hurt anyone else like she did to me. Knowing they just put her on a 01 years guidance is just a slap on the hand. As the (B)(6) board members didn't take my complaint too seriously. What is the point of making a serious complaint if they are not going to do any thing about this, like suspend her from license with punishments. This shouldn't have happened, she could have prevented this from happening, by not giving me the ongoing bladder injury that caused scarring that other urologist mentioned he would have done any of these injury more injury more scarring would cause as I wasn't not aware at all about any scarrings. She repeated surgery of (B)(6) 2014. Because I couldn't urinate from the surgery she performed on (B)(6) 2014. She thought of repeating surgery just to loosen sling. She thought just maybe sling was too tight. Instead, she did more than loosen sling. Found out through other further urology she cut sling - partial removed. Tie possible wrapped in multiple scar tissue, as sling was invisible. If these signs are not and doesn't say malpractice/negligent/red flag, I don't know what is. Other urologist's opinion says he wouldn't have done these injuries and would have used other smaller different tools for implant of 2014. She could have prevented these bladder injuries from using proper tools - follow written instructions - follow and listen to patient's rights. Not to do more to the surgery then what she needs to - follow proper written instructions - follow proper correct care. She had a duty to follow, didn't not follow them. She failed to use reasonable care, by not using proper care she damaged my bladder, by not using proper professional duty of care. I just want justice - peace of mind - lack of what I lost for pain - suffering - and future expenses and to suspend her license and for her to pay a penalty with just a 10 years guidance. Multiple bladder scarring symptoms - discomfort pain, swelling, life time damage not healing causes more harm than good. [(B)(6) 2015] tvt gynecare implant surgery complications - (B)(6) - bleeding - uti - sharp pelvic pain. Feels like labor contraction pain - can't urinate - self cath - indwelling cath; bleeding - e.r. Mix incontinence - staph infections - multiple scarring tissues - bladder damage - destroy - ongoing surgeries; loss family life enjoyment - loss wages expenses - loss out of pocket expenses - for further care treatment and ongoing meds - out of pocket copays - loss of sexual involvement with spouse, feeling emotional distress - depression - loss of self respect, requires multiple surgeries for removal of mesh at further distance but no guarantee of fixing, would be more complicated. And complications would take several surgeries, but no promise of fix would cause more harm than good. Ongoing future treatment follow up care - surgery for pace maker implant surgeries. Have not had sexual involvement with spouse since 2014 - 2015 of sling - mesh due to discomfort bladder - pelvic pain and incontinence. These bladder mesh implants cause more harm than good. They should take these off the market.